Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements. There was also a high capture threshold. It was noted there was no noise, and unipolar and bipolar capture was confirmed. Technical services (ts) suspected the tissue interface caused the elevated impedance and provided programming options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements. There was also a high capture threshold. It was noted there was no noise, and unipolar and bipolar capture was confirmed. Technical services (ts) suspected the tissue interface caused the elevated impedance and provided programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The cause of the high pacing impedance was not determined. At this time, no further information was available. This investigation will be updated should further information become available in the future.